Event description:
This is a spontaneous report by a nurse from hungary of break in aseptic technique (coded to peritoneal dialysis complication) and bacterial peritonitis with culture positive for staphylococcus epidermidis in a patient coincident with dianeal pd4 therapy. On an unreported date, the patient began treatment with dianeal pd4 1.36% 2l twin bag intraperitoneally (ip) for peritoneal dialysis (pd). Pd therapy continued unchanged. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by mild abdominal pain and cloudy effluent and was hospitalized. Beginning (B)(6) 2012, the patient was treated for the bacterial peritonitis with gentamicin and zinacef until (B)(6) 2012. On an unreported date, the patient also began treatment with vancomycin. On (B)(6) 2012, the patient was discharged from the hospital and has recovered from the peritonitis. The cause of the peritonitis was the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.